Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the generator doesn¿t respond to oblation button on an electrode. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the 8-way sock assy is corroded. The on/off switch is corroded, fluid ingress power switch. The main power loom is corroded. The loom foot switch to ID board is corroded. The connector, power switch and connecting cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The user error was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the vapr vue generator device did not respond to oblation button on an electrode. During in-house engineering evaluation, it was determined that the 8-way sock assembly, on/off switch, main power loom, loom foot switch to ID board and fluid ingress power switch were all corroded. There was no procedure nor patient involvement reported. No additional information was provided.